Event description:
It was reported by svc report that the power to the bed was interrupted when the fowler up or down is selected. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.